Manufacturer narrative:
The customer technical support (cts) assisted the customer with troubleshooting and the customer verified that the syringe was tight. Service replaced the wash syringe valve and primed the system. The issue has been resolved. (B)(6).

Manufacturer narrative:
The customer technical support (cts) assisted the customer with troubleshooting and the customer verified that the syringe was tight. Service replaced the wash syringe valve and primed the system. The issue has been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to close tube accession (cta) leaking wash buffer. No injury and/or personnel exposure to chemical or bio-hazardous material was reported.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to close tube accession (cta) leaking wash buffer. No injury and/or personnel exposure to chemical or bio-hazardous material was reported.